Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer they noticed blood inside the PICC line catheter and it would not flush. It was stated the PICC line had to be removed and replaced. Device was a silastic neonatal PICC.